Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600mg/dl) on their blood glucose meter. The consumer immediately performed two more tests getting results of "hi" and 120mg/dl. The difference in the readings was determined to be clinically significant. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of the investigation, a follow-up report will be filed.